Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested with abdominal pain and turbid effluent. The cause of peritonitis was not reported. It was reported that the patient visited the hospital for abdominal pain and turbid effluent. The patient was treated with unspecified antibiotics (doses, routes, durations and frequencies not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. No additional information could be provided as the reporter declined follow up.